Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation(s) not reported by site was that the instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument broke. A fragment fell into the patient and was retrieved during the same procedure. An x-ray was performed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgical task being performed at the time of the fragments falling into the patient was tissue manipulation. It is unknown what the surgeon believed was the cause of the instrument to break. The instrument broke towards the end of the procedure; the procedure itself was ongoing for two hours. It is unknown if the surgeon experienced any issues with the functionality of the instrument prior to the breakage. There might have been a collision of the instrument during the procedure. Fragments fell inside the patient during an instrument tip, or accessory collision. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the wrist was straightened. The surgical staff didn't feel any resistance upon removing the instrument through the cannula. There was no damage noted to the cannula, or the instrument after the event. The fragments were retrieved with a laparoscopic grasper. The staff performed an x-ray to confirm that no fragments were left behind. No additional surgical procedure was required to remove the fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects. The instrument will be returned for failure analysis; however, the pieces were discarded. There were no images or video recordings of the procedure available for review.